Event description:
The customer reported via phone that she had a button error alarm on the insulin pump. Customer's blood glucose was 100 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.